Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart. Customer reported that they were able to rewind the insulin pump. Customer was able to clear the alarm. Customer reported that the insulin pump did not receive during normal use. No harm requiring medical interventions reported. The insulin pump will not be returned for analysis.